Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - the suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : the device was not returned.

Event description:
It was reported to vyaire medical that the avea ventilator gave a circuit disconnect alarm while doing the volume testing. There was no patient involved in this reported event.